Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the battery cap or the battery compartment. No moisture was found in the battery compartment. The returned battery cap tightened securely to the pump with no visible yellow o-ring. The pump powered up to the verify screen with functioning auditory and vibratory alarms. The pump was run for 24 hours and no power on resets were duplicated. The returned battery cap measurements were within the required specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but has not yet be evaluated. Once the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.